Event description:
It was reported the device gave an error alarm while running with message "error 1871". No known adverse effects to patient.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump identified that the lens cover had some scratches. Review of device history log identified following event in the log: 1007> error - 1871 - (B)(6) 2019 12:40:00 pm recorded in the event log. Functional testing included simulated testing. Upon powering up, the pump displayed lec 1871. During further investigation, the pump was opened. It was found that one wire tab was broken off of the optical switch. The customer stated problem was confirmed and was able to be duplicated. The problem source could not be identified.